Event description:
It was also reported that there was a lead warning on the right ventricular lead. The lead had oversensing and low impedance measurements. The patient also reported lightheadedness while moving on occasion. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.